Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30 degree endoscope fiber cables were observed to have body damage. Use of the endoscope was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
The 30 degree endoscope fiber cable has been returned and evaluated by the failure analysis team on (B)(6) 2024. The endoscope was visually inspected and found with a dislodged component. The retaining ring and/or camera instrument adapter/provide details on component was found dislodged. Review of the provided image is consistent with the customer reported complaint.